Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
An iipv was noted upon review of treatment sheets. The patient's peritoneal dialysis nurse reported that there was no patient injury. See scanned table. The drain volume of 3658 ml was 183% over the expected drain volume resulting in a reportable device malfunction.